Event description:
Nurse hung bag of antibiotics (cefazolin) at 1400. Pump set up for secondary infusion with primary bag lower than antibiotics, when pump started at rate of 100ml/hour a steady stream of fluid poured into the drip chamber. This rate was obviously faster than the programmed rate of 100ml\hour. When 9pump was put on pause, the stream of fluid continued to flow into the chamber. Pump was immediately stopped with clamps closed. A second nurse witnessed this event. Pump and all tubing/medications left in machine and was taken out of patient's room, then sent to biomedical engineering department. Biomedical engineering downloaded pump history and was reviewed by nursing. No user error noted. Biomedical engineer checked the pump and the back check valve is letting all the fluid from the piggy bag into the primary bag. There is definitely a problem the back check valve.